Manufacturer narrative:
A stryker service tech went to the user facility to perform an eval and repair on the pediatric stretcher. The user facility was unable to locate the stretcher or provide a serial number of the stretcher indicated to have the siderail issue. Therefore the reported malfunction was unable to be confirmed.

Event description:
It was reported by service report that the siderail would not latch. No pt involvement or adverse consequences are reported.